Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurement and patient was being treated for cardiomyopathy. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the caused was uncertain and that the threshold has been elevated in the past one year and six months. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurement and patient was being treated for cardiomyopathy. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.